Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a bend to the nosecone. Delamination was observed over the nitinol reinforcing frame along the distal end and the proximal end of the capsule. There was scratching visible along the seam of the capsule. There was a bend to the stability shaft. There was a sharp tortional kink to the stability shaft. The handle appeared intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. The deployment knob was unable to retract or advance the capsule, which remained over-captured on the nosecone. The trigger moved to fully advanced and retracted positions with resistance noted and locked in place when released, with a scratching sound coming from the stability shaft. The valve was unable to be deployed. The front grips of the device were detached to release the stability shaft and the capsule was cut to allow the stability shaft to be removed. Resistance was noted when removing the stability shaft and the outer shaft was found to be detached at a tortional kink point directly under the tortional kink to the stability shaft. The material at the detachment site appeared to be jagged and uneven. Five additional tortional kinks were visible along the stability shaft distal to the detachment site. The tortional kink to the stability shaft was cut away, and damage was visible to the threading of the inside of the stability shaft. The reported event for unable to deploy could be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was received with the capsule over-captured. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was scratching visible along the seam of the capsule. The scratching on the capsule may be a result of tracking through tortuous or calcified anatomy, however as no procedural images were provided, this could not be confirmed. Damage observed on the threading of the screw gear is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. On retraction of the handle to deploy the valve, the capsule did not respond, and the capsule could not be deployed, confirming the reported event. Torsion marks were observed on the shaft of the dcs. This damage indicates that the dcs was torqued or twisted during by the user. The user may have torqued the device due to tortuous anatomy. The IFU instructs the user not to rotate the dcs as is being advanced. During analysis, resistance was felt when attempting to retract or advance the capsule. The torque marks on the dcs is the most likely cause of this resistance. The torque marks increase the profile of the outer shaft and would have created an interference inside the stability member causing resistance to outer-shaft movement which manifested in the handle. Additionally, force or tension in the system is cumulative and many sources may contribute to the feeling of excess tension including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The front grips of the device were detached to release the stability shaft and the capsule was cut to allow the stability shaft to be removed. The outer shaft was found to be detached at a tortional kink point directly under the tortional kink to the stability shaft. Historically, torquing or manipulation of the dcs against the spine wires by the user may cause the spine wire to break. The IFU instructs the user not to rotate the dcs as it is being advanced. Spine wire break is consistent with the reported information that during attempted deployment the capsule was unable to be released. When the spine wire breaks the force from the handle is not transmitted to the capsule. The user may have torqued the device to due to the reported tortuous anatomy which may have damaged the spine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was unable to be released from the delivery catheter system capsule. No adverse patient effects were reported.